Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient experienced reduced surgical healing at the ipg site. Revision surgery occurred (B)(6) 2021 to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.